Event description:
Customer reported the "sensor needle got stuck and remained in the skin" on the day of applying an adc freestyle libre 2 sensor. Customer had contact with a healthcare provider nurse who removed the needle. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor and no damage was observed. The sensor plug was not seated. Performed a visual inspection on the returned applicator and sensor tail no issues were observed. Applicator had not fired correctly; however, the applicator did not contribute to issues during wear and the sharp was not retained inside of the applicator. A visual inspection was performed on the sensor pack and no issues were observed. The lid was completely peeled off and no issue was observed with the platform. Therefore, this issue is not confirmed to use due to the sensor plug was not seated. All pertinent information available to abbott diabetes care has been submitted. The date of incident entered in section b3 is the date abbott diabetes care became aware of the event as the date "(B)(6) 2021" reported by the customer is after the date of the report.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of incident entered is the date abbott diabetes care became aware of the event as the date (B)(6) 2021 reported by customer is after the date of report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the "sensor needle got stuck and remained in the skin" on the day of applying an adc freestyle libre 2 sensor. Customer had contact with a healthcare provider nurse who removed the needle. No further treatment was reported. There was no report of death or permanent injury associated with this event.